Event description:
It was reported that the customer experienced a blood glucose (bg) level of 42 mg/dl; cause was unknown. Customer consumed carbohydrates and glucose tablets to address bg level. Reportedly, the customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.